Event description:
This complaint is linked to (B)(4). Serious injury is listed on this ftr. The customer reports that the clips did not suture the stomach properly, the dye test during the procedure was positive, 2 overlocks hemostasis were necessary to strengthen the stapling line. On (B)(6) 2014, the patient had to go to the hospital again because of abdominal pain and hyperthermia 8 days after the procedure: oeso-gastro-duodenal endoscopy: a gastric fistula was noticed - drainage, antibiotic and antifungal. Additional information requested via email. Was any reinforcement material used in conjunction with the stapling device? 2. No.

Manufacturer narrative:
(B)(4).